Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation: defect: plunger difficult to move. It has been received 2 used samples of 50ll without blister for investigation. Upon visual inspection of these two samples, no damage or molding defect can be observed in any of them that could be related to the alleged defect.retained samples cannot be evaluated since the lot number is unknown. DHR of the affected lot cannot be reviewed since the lot number is unknown. During manufacturing process break out force, sustaining force and silicone content tests are done per lot according to procedures (B)(4). Since the lot number is not available the results for the affected lot cannot be reviewed. No tests can be done with samples received since they are used and syringes are single use so results could not be reliable. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures ((B)(4)): visual inspection: -molding: 2 injections per shift. -printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. -assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. -primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. -secondary packaging: 1 shelf-package per pallet. Functional inspection: -printing: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. -assembly: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. -primary packaging: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. With the info available no further investigation can be done and the root cause cannot be determined.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there was an issue with a difficult plunger movement. It was stated ¿plunger movement difficult during injection of noradrenaline. There was a drop of arterial tension then sudden rise of tension because the bolus was released automatically by the plunger without health care worker supervision. The patient's tension was taken care of and the syringe was replaced.¿ there was no report of injury.

Manufacturer narrative:
Type of reportable event: correction. The nature of the complaint has been re-evaluated and is now considered a serious injury type of reportable event.